Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 280 mg/dl while wearing the pod for less than 1 hour. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site. As treatment for hyperglycemia, a new pod was applied.